Event description:
(B)(6) stated "he was allegedly using his pronto m41 when it died right before he was able to go inside his home. He claims the joystick isn't working at all. The chair will not turn on/off. Approx 4 months ago he had his batteries replaced." End user demo: (B)(6). Update: spoke with (B)(6). He is in the chair but unable to give me the ser# as I informed him it would be located on the right hand side/under the arm pad. Took my name/number and would call me back once he is able to get someone else to look at it. Smk 2:25pm entered as (B)(4) in error - needs to be (B)(4), however, saving as an attachment as I will lose notes once it converts.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m41, serial number/date code is unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.